Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone:(B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9924772) was used to treat a right c7 segment aneurysm. During the stent-assisted coiling procedure, the stent encountered some resistance during its delivery in the prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31718179). The doctor added some force to deliver the stent, the distal tip (delivery wire) of the stent passed through the microcatheter, but the stent was unable to be visualized under x-ray. The doctor removed the stent and microcatheter from the patient together and observed that the stent was detached from the delivery wire prematurely in the microcatheter. The doctor switched to new devices to complete the surgery. The surgery was prolonged by about 15 minutes. There was no patient injury reported. Additional event information received on 02-jun-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. The 15 minutes procedural delay did not result in a patient adverse consequence.